Event description:
On (B)(6) 2010, pt reported the up and down buttons on the infusion device were defective. Pt does not know when issue began but noticed button failure on (B)(6) 2010 when trying to view bolus history. Pt switched to backup infusion device. Pt boluses at least three times per day; she does not know how long she has used this infusion device. Buttons pop up after being pressed. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.